Event description:
It was reported that the customer experienced a blood glucose (bg) level of 30 mmol/l with ketone levels of 2.6 mmol/l; cause was not known. The customer was admitted into the emergency room and customer's bg level was only monitored. Customer was released from the emergency room on (B)(6) 2026 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.